Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Suspected cause is due to pump starting load fill tubing sequence without customer interaction. A system check was performed and it was found that the customer had manually requested to being the fill tubing sequence and additionally had requested a bolus of 20 units, but was only given 10 units due to max bolus setting. Customer went to the emergency room (ER) where they were given fluids intravenously to treat low bg. Customer was released from the ER with a bg of 300 mg/dl and stable.